Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the operation channel in the inlet t piece. In addition, we confirmed that the ccd module disconnection, the light guide fiber bundle (lcb) disconnection, and the light guide cable buckle; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Operation channel buckled at biopsy inlet t-piece. Channel perforated, leaky. This event occurred at the time of reprocessing. There was no report of patient harm.